Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported, that she had high blood glucose levels of over 500 mg/dl. The customer later stated, she had been hospitalized before with blood glucose levels of over 1000 mg/dl. Nothing further was reported.